Manufacturer narrative:
Additional information/correction clarification received indicating that this complaint was already processed under a different complaint number. Related report numbers attached.

Event description:
Customer response on 07-apr-2026. Please close this incident. It has already been resolved.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
It was reported that the needle pierced the catheter. Date of event: 2/11/2026 staff nurses have shared that many times when advancing the catheter, they are finding that the catheter shears on the needle. Was patient or end-user injured: n. When was incident noticed: prior to use (prior to use interpreted to indicate during the insertion process rather than during the infusion process). Was incident discovered during direct patient care: n. Was any medical treatment required: n.